Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00151 on 17-feb-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Sections d1, d2, d4, g1, g2, and g5 were updated to reflect the corrected information. Sections h6, h9, and h10 were updated to reflect the additional information. MDR 2432235-2020-00152-s1 was filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed the instrument files for last 1749 samples and found no error. The cse performed alignment of the dilution mixer, the reagent mixer, sample mixers, and inspected the wash probes. The cse performed a successful autocheck and verified that quality control (qc) was within acceptable ranges. Siemens headquarters support center (hsc) reviewed the data provided by the customer. Hsc found that the falsely elevated co2_c result was processed from reaction cuvette 102 segment f. The cause for the discordant falsely elevated co2_c sample result is unknown. Siemens is investigating the issue. MDR 2432235-2020-00152 was filed for the same event.

Event description:
One discordant, falsely elevated carbon dioxide (co2_c) result was obtained on atellica ch 930 module. The initial result was reported to the physician(s) and was questioned. The sample was repeated using the same atellica ch 930 module. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.